Event description:
Customer reported constantly receiving a button error alarm on the insulin pump. Customer stated that they wear the insulin pump in their bra. Customer's blood glucose reading at the time of the call was 128 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all buttons responding, however corrosion damage was found at the keypad traces. No button alarms noted. The insulin pump has cracked case at display window corners, broken reservoir tube lip, minor scratches on lcd display window and missing end cap sticker.